Manufacturer narrative:
The device has not been received for evaluation. Should companion samples be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B) (4)

Event description:
The baxter sales representative reported, on behalf of the customer, a loose connection which caused an unknown amount of blood loss when using the clearlink continu-flo with 2 port manifold. The baxter representative stated that the staff at the facility believed to have all connections secure but noticed the connections were still becoming loose. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.